Event description:
It was reported that the unit was displaying recurrent e-1 errors. It was further reported that the unit displayed e-1 errors during a case. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated multiple times. No issues were noted. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The lightcable/jaw interaction test failed due to a loose jaw. All other tests were successful. Measurements were taken on bulb voltage and lumen output. Both measurements were within their respective specifications. The product was subjected to burn-in testing. No errors were noted. In sum, the customer complaint of an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.